Event description:
The customer stated that the display on the insulin pump went blank. The customer's blood glucose reading was 598 mg/dl. Troubleshooting was performed, but the display remained blank. After the initial report, the customer called back and reported that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 698 mg/dl. The customer stated that the event was caused by the blank display complaint. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.